Manufacturer narrative:
Pump device information: model number: 72400098, (B)(4), catalog number: 72400098, (B)(4), expiration date: 02/02/2023, manufacture date: 02/03/2018.

Event description:
It was reported that the patient's artificial urinary sphincter was not working. The cuff and pump needed to be repositioned. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.